Event description:
New information notes that a procedure occurred to replace the lead on 11 sep 2020. The atrial lead was partially removed and replaced.

Manufacturer narrative:
Further information was requested but not received

Manufacturer narrative:
Corrrection: b5 and h6 should have included in previous follow up.

Event description:
During procedure it was noted that the atrial lead appeared "slinky" and broken.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with atrial lead noise. No changes were made at the time. The patient was stable.